Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 600 mg/dl. The customer was treated with insulin drip and can't move him out of the ICU. The customer was admitted to (B)(6) on (B)(6) 2014. The customer cause of emergency room visit as per healthcare provider was diabetic ketoacidosis. The customer ran out of supplies and kept reusing the same ones for over a month , reservoirs and infusion sets. The customer was wearing the insulin pump at the time of emergency room visit. ((B)(4))

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.